Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5.

Event description:
Healthcare professional reported "intracapsular rupture" and "pain". This record is for the right side. Device remains implanted. Return status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture" and "pain". This record is for the right side. Device status is unknown. Unknown if device wil be returned.